Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering insulin. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that customer was new to insulin pump therapy and was not actually delivering a bolus as she thought. Customer was educated on bolus wizard. Customer would meet with trainer for further training.